Event description:
According to the reporter, during a total gastrectomy, after the first firing for duodenum resection was completed, the surgeon removed the device from the cavity, the nurse pushed the blue and the silver button at the same time and tried to return the jaws to the straight position, however the device did not react. Then pulled the black release button down, tried to turn the cartridge over again and again, could remove it from the adapter. They noticed the handle indicator was flashed and the status indicators were illuminated blue. Replaced by another battery, re-set the device, each indicator reacted normally, however 3 indicators of inside of the handle, positioned behind of the firing progress indicators, were illuminated red. However ,the device reacted normally, the procedure was completed with no problem. The status of the patient is no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Visual and functional evaluation noted no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.